Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text: (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text: (B)(6) 2018, muthc2. Initial notes: customer wife called in stated her husband is having high bg inquired what led up to the complaint. Customer response: having high bg high bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 415 mg/dl. Patient's current bg: 234 customer reports the following symptoms related to their high bgs: nothing . Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: manul injections . Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: (B)(6) 2018. Inf was last changed: (B)(6) 2018 1:30pm. Based on customer report customer does not allege pump was under delivering. Adv to d/c at qr. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap is flush. Customer is not calling back to perform an hp test. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer wishes to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv to check the infusion set tubing for the presence of kinked/bent tubing or air bubbles. Inquired if kinks, bends or multiple large bubbles are present along the tubing length. Found: no . Confirmed customer is disconnected. Adv to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. Customer reports insulin exited at the qr. Adv positioning in motor may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Inquired if any leaks were observed. Found: no. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer wishes to check for possible site/insulin issues. Customer reports site is changed every 2/3 days as per IFU guidelines. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high bgs may occur. Adv to check insulin vial. Found: looked clear . Inquired if site is sore or irritated. Found: no. Customer is using a cannula based inf. Inquired if customer forgot to fill cannula dead space after removing the introducer needle. Found: no . Adv in order to determine if cannula is bent site must be removed from body. Customer is able to remove/change set at this time. Adv to remove the infusion set from body and check for bent/crimped cannula. Found: straight . Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer wishes to check their settings. Verified time/date in pump. Time/date is not correct. Assisted with programming time/date. Adv incorrect pump time can interfere with multiple basal rates and bolus wizard settings that vary based on time of day. Inquired if there have been any recent changes to the pump programming prior to the high bgs. Found: no. Adv to verify the accuracy of programming with their hcp. Customer wishes to check basal rate settings for accuracy. Adv to confirm accuracy of basal rates. Customer reports basal rates are programmed accurately. Customer wishes to check bolus wizard settings for accuracy. Adv to confirm accuracy of bolus wizard settings. Customer reports bolus wizard is programmed accurately. Inquired if customer recalls receiving any alarms since high bgs began. Found: no. Customer wishes to review the most recent bolus history to ensure boluses were accounted for go to record for full text.